Event description:
It was reported that the fill estimate was inaccurate. Tandem technical support reviewed the fill estimate values and confirmed the reported issue. Customer declined to reload the cartridge at the time of the report. Customer's blood glucose was 170 mg/dl. Customer continued to use pump for insulin therapy.